Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient an intermittent out of range signal that occurred on (B)(6) 2015. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).